Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a constant alarm and the graphical user interface (gui) display blacked out. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
The service engineer (se) replaced the graphic user interface (gui) and the unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was not on a patient at the time of the reported event.